Manufacturer narrative:
The "patient" was not an acron customer but rather an acorn dealer. The root cause of the accident was removing the carriage from the rail incorrectly and not following proper removal instructions. Dealer is to be retrained.

Event description:
Dealer had removed carriage from the rail in a client's home and had removed the upper and lower safety covers. As the carriage reached the top of the rail, the racking was cut to spec so he removed the end stop and pushed the carriage with his shoulder toward the end of the rail to remove. He then reached under the carriage and pushed the remote button to ensure the gear had cleared the end of the gear rack. However, when he pressed the remote he accidentally pressed in the down direction and the pinion severed the top of his little finger.